Event description:
The facility alleged that bed was locked out and the wrench light is on. He found it will lock when the hi/low is run. When he removed the cover of the motor control board, he found a smoke spot on the cover.

Manufacturer narrative:
The technician replaced the shorted motor control board to repair the bed.